Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: mdt 7f ebu 3.5 sh, terumo st01. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Additionally, it was reported that after the first failed attempt to cross the lesion, the stent delivery system (sds) was removed, and then re-inserted into the patient anatomy, which also may have contributed to the reported difficulties. It should be noted that the promus instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. It is likely that the stent caught on the lesion, damaging the struts, resulting in the stent moving distally on the balloon, and further contributing to the difficulty removing the sds. The stent was deployed proximal to the lesion, leaving a gap; therefore, additional treatment was used to deploy another stent to cover the gap. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Furthermore, a sampling of units is subjected to a stent movement test to verify stent security. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the mid left anterior descending artery with moderate tortuosity, pre-dilatation was performed and the 2.5 x 18 rx promus stent system was advanced but could not cross the target lesion. The stent system was removed from the anatomy and a non-abbott stent system was advanced and the stent was deployed distal to the lesion. The stent system was removed from the anatomy and dilatation was performed four times. A non-abbott guide catheter was inserted into the 7f non-abbott guide catheter for additional support. The promus stent system was re-advanced but could not cross the target lesion. An attempt was made to remove the stent system but resistance was felt. It is possible that force was applied but could not be confirmed. Angiography revealed that the distal segment of the stent was caught in the lesion and had partially dislodged from the stent system. The stent was deployed proximal to the lesion leaving a 10 mm gap between the previously deployed non-abbott stent. An additional non-abbott stent was deployed in the gap to complete the procedure. There was no reported significant clinical delay in the procedure. Though requested, no additional information was provided.